Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced false positive results. Sample was retested and found to be negative. There was no patient impact reported. Assays used: norovirus, rota, vibrio. Customer reported: "441916 - instrument max clinical. Suspected false positive (norovirus, rota, vibrio) - after the first positive test, retesting found negative (no amplification)".

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced false positive results. Sample was retested and found to be negative. There was no patient impact reported. Assays used: norovirus, rota, vibrio customer reported: 441916 - instrument max clinical suspected false positive (norovirus, rota, vibrio) - after the first positive test, retesting found negative (no amplification).

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they have been receiving false positive on norovirus, rotavirus, and vibrio. Customer reported that they would receive a positive result and rerunning of the sample would yield a negative result. Field service was dispatched. Field service renormalized both reader, tested the heater, verified pressure, voltage, and magnet depth. Field service performed cal-rack and tray alignment. Field service cleaned the stripper assembly, lubricated the drawer, and decontaminated the instrument. No further issues were reported. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 13jun2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and this complaint is a continuation of a pir that was opened a week prior. Returned sample analysis consisted of review of database and run files. Review of various shows that the curves were shaky and were not sigmoidal. Some curves show indication of a bubble in the cartridge. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.